Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that, during implant procedure, the right ventricular (rv) lead perforated the right ventricle(rv) while attempting the repositioning. Patient became hypotensive, small pericardial effusion was noted by echocardiogram (echo) testing. Pericardiocentesis was performed to address the issue. The patient became stable and procedure was completed smoothly. All parameters were in normal range after the procedure. The patient was stable after the procedure.